Event description:
It was reported the lead perforated into the left ventricle. Lead threshold and sensing measurements had been good the day after implant. Later the thresholds increased, there was loss of capture, and the lead had dislodged. It was also noted that the patient had fallen. The lead was removed and replaced. No further patient complications have been reported as a result of this event. It was later reported the lead had a delayed erosion through the right ventricle.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead perforated into the left ventricle. Lead threshold and sensing measurements had been good the day after implant. Later the thresholds increased, there was loss of capture, and the lead had dislodged. It was also noted that the patient had fallen. The lead was removed and replaced. No further patient complications have been reported as a result of this event.